Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by turbid drainage, draining poorly, and abdominal pain. The break in aseptic technique was further described as the patient not wear a mask nor washing their hands prior to performing peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unknown antibiotics for peritonitis. Eleven days after the onset of peritonitis, the patient recovered from the event and was discharged from the hospital. It was not reported if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.